Event description:
It was reported that a patient was extubated following a scheduled surgery of a right thyroidectomy. On removal of the size 7 emg (nerve monitor) endotracheal tube, it was noted by the anesthetist, that there was blood on the inside of the tube. The patient was stable at this point. Suction was used and the anesthetist tried to ventilate the patient with a face mask. This was unsuccessful and the oxygen saturation began to drop. First intubation attempted was with a size 8 endotracheal tube. The oxygen saturation dropped further. Another consultant anaesthetist was called. Intubation re-attempted using a gum elastic bougie and size 8 endotracheal tube was inserted. The anaesthetist was able to ventilate the patient successfully. The patient was then transferred to recovery for ventilation and management.

Manufacturer narrative:
Notification from mhra was not sent through the normal notification channels, causing this event to not be identified as a reportable event. There was no urgency of the recipients' review of the email related to the reports' obscurity. The date the email was identified by an employee is (B)(6), 2011 this is the company aware date.

Manufacturer narrative:
(B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturing facility for full evaluation. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA, and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute to a serious injury if this event were to recur. The endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords nerve integrity through the electrodes contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.

Event description:
It was reported that a patient was extubated following a scheduled surgery of a right thyroidectomy. On removal of the size 7 emg (nerve monitor) endotracheal tube, it was noted by the anesthetist, that there was blood on the inside of the tube. The patient was stable at this point. Suction was used and the anesthetist tried to ventilate the patient with a face mask. This was unsuccessful and the oxygen saturation began to drop. First intubation attempted was with a size 8 endotracheal tube. The oxygen saturation dropped further. Another consultant anaesthetist was called. Intubation re-attempted using a gum elastic bougie and size 8 endotracheal tube was inserted. The anaesthetist was able to ventilate the patient successfully. The patient was then transferred to recovery for ventilation and management.

Manufacturer narrative:
No known device problem (B)(4). Analysis results: an endotracheal nim 7 mm emg tube ref. 8229307 was received in a decontamination bag without the original labeling. A non-medtronic product, which appeared unused, was also in the bag and will not be included in this analysis. The tube appeared to contain residue from dried blood. Part of a stylet (non-medtronic) was present in the tube upon receipt and was removed during the analysis. The tube was examined for patency and no obstructions were observed. A leakage test was performed in accordance with cuff water test protocol. The tube was inflated with 20 cc of air and submerged in w ater. No bubbles were observed. The product's electrical resistance properties were measured. The measurements were within specification. Electrical resistance was also checked across all other leads, and no shorts were observed. This emg tube appears to meet all specifications. No issues were observed during this analysis that would cause a patient's oxygen level to fall during use or removal of the tube. The origin of the incident is unconfirmed based on the product analysis.

Manufacturer narrative:
Additional information received. Patient's current condition: the patient was seen on (B)(6) 2011 by an consultant ent surgeon. His notes state "the patient has recovered well from the operation. On examination patient has overhang of the arytenoids on the right side but vocal cord movements are normal." Patient's long term prognosis: no long term damage expected. Additional medical or surgical follow up care required as result of this event: as stated above, at the end of surgery, following extubation, the patient's upper airway was obstructed by blood. Patient was reintubated without difficulty with size 7 cuffed portex tracheal tube following administration of intravenous suxamethonium. Laryngoscopy in recovery showed "blood on right of pharynx." Bronchoscopy showed "blood in trachea - likely coming from top. Unable to see source of bleeding (because tracheal tube in situ)." CT angiogram reported, "no evidence of active bleeding. Bilateral patchy consolidation upper and lower lobes of lungs consistent with aspirated blood." The patient required overnight stay in critical care unit for artificial ventilation of her lungs. She was extubated the following morning. Is the patient allergic to anything? No allergies were known. Patient's pre-existing conditions: hypertension controlled with losartan; history of depression treated with citalopram. Patient's age: (B)(6). Patient's gender: female. Patient's weight: (B)(6). What was the initial procedure? Right hemithyroidectomy. Was this device sterilized and reused for this procedure? No it was not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.